Event description:
Event description guidant received information that during a follow-up of the patient with this right ventricular lead, the physician observed a high impedance measurement in bipolar configuration and a normal impedance measurement in unipolar configuration. An x-ray showed that the lead had fractured at the clavicular position. A revision was performed and the lead was surgically abandoned. There were no adverse patient effects.